Event description:
"The customer reported that the pt had a criticon bp cuff on with a luer lock end. The cuff was connected to a datascope passport montior. The pt was transported for a study and the cable of the passport datascope monitor for nibp was connected to the IV site (baxter) injector port. The monitor had not yet recycled and the error was discovered prior to the cycling of the monitor." No pt injury was reported.